Event description:
While inserting the lens into the pt's eye, the lens did not exit correctly in the delivery device. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the manufacturer.